Event description:
The device was applied during a right pulmonary nodule. The jaws of the instrument would not open consistently. The surgeon applied another device and completed the procedure the procedure without incident.